Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02990 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, the patient experienced pain, vaginal bleeding, vaginal infections, dyspareunia, and destruction of pelvic and vaginal tissue (specifics unknown). Reportedly, the patient underwent corrective surgery in (B)(6), 2010 (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.